Event description:
It was reported that a power-on-reset (por) condition was seen on the patient¿s implantable neurostimulator (ins). The reporter noted when they checked the ins device with the clinician programmer the serial number was missing. This occurred because of the por event issue. The issue was reported as resolved when the healthcare professional (hcp) reprogrammed the patient¿s ins. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received a supplemental report will be filed.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04yvn, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
Additional information received reported that an error code of 13 was seen on the clinician programmer. It was likely that the ins cannot output the programmed parameters and that reprogramming would be necessary. If additional information is received, a follow-up report will be sent.